Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument for failure analysis. Therefore, the root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a fragment broke off and fell inside the patient. The fragment was retrieved and no additional surgical intervention was required. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, one of the jaws from the fenestrated bipolar forceps instrument broke off and fell inside the patient. The fragment was retrieved from the patient. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.